Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis could not confirm the customer comment that part of the display of the device was missing pixels and had intermittent operation; the liquid crystal display (lcd) was replaced as a preventive measure.

Event description:
It was reported that the bottom line of the bottom display screen of the external pulse generator (epg) was missing pixels and sometimes intermittent while in use with a patient; a backup epg was used. The epg is expected to be returned for repair. No patient complications have been reported as a result of this event. It was further reported that the epg has been returned.